Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure, it sounded like the device had hit metal. They pulled it out of the pt to clean and noticed that the tissue pad was melted. A new device was used to complete the procedure. There was no pt consequence. The pt previously had ligation with clips. The device may have been touched against those clips..

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.